Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil at 12.3 cm to 12.7 cm and at 52.7 cm to 53.3 cm from the connector pin due to friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.